Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. The investigation is in progress. Once the mfg review and investigation is complete a supplemental MDR will be filed.